Event description:
There was an allegation of questionable eplex blood culture identification panel - gram positive (bcid-gp) panel results for 1 patient on an eplex system. It was reported that the staphylococcus aureus target was detected in culture, but the bcid-gp test result was negative for the staphylococcus aureus target. The staphylococcus species was detected. The sample was repeated twice, once on (B)(6) 2025. The staphylococcus and staphylococcus aureus targets were detected both times.

Manufacturer narrative:
The eplex base analyzer serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The issue was consistent with the sample volume analyzed by the assay contained a lower concentration of the target than intended. If the target concentration is close to or below the assay¿s sensitivity, it may be difficult to accurately detect the target.